Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump rotation was blocked due to a loose screw. The screw was from the support of the guidance for the hose. The sliding surface of the pump housing was damaged due to the screw being loose. An alternate roller pump was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.